Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2016 product type lead product ID 3777-60 lot# serial# (B)(4).implanted: (B)(6) 2012 explanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported their leads came loose so they were replaced on (B)(6) 2016.